Event description:
It was reported that a patient experienced an unspecified system error on their homechoice during peritoneal dialysis therapy. There was patient involvement, however, no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history and service history were not performed due to unknown serial number. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.